Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal aortic stent graft system was implanted to treat and abdominal aortic aneurysm. The patient returned for follow-up where a type ia endoleak was observed. The physician elected to re-intervene by placing coils in the aneurysm sack. The patient tolerated the procedure well and was discharged. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be unknown/undetermined due to the lack of clear medical imaging. A type ia endoleak was unable to be confirmed based on the imaging quality. There was no device related issue involving the type ii endoleak. The cautionary product use condition. Patent inferior mesenteric artery and lumbar arteries, likely contributed to the type ii endoleak. The final patient disposition was discharged post-operative day four to a rehabilitation facility. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)